Event description:
It was reported the system displayed ad channel failure. Also, the unit shuts down.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.